Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 242.4030. There was no patient involvement.

Event description:
It was reported that the device displayed an error code 242.4030. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint of a device displayed an error code 242.4030 (pump motor encoder) was confirmed and replicated during laboratory testing. On (B)(6) 2024 between 9:17 am and 9:19 am the device was powered on, and it was attached to the pcu s/n: (B)(6), the ail bolus changed at 75ml, and pump alarm, ¿channel malfunction: error code 242.4030.0 ¿ pump motor encoder¿, three (3) times. No active infusions were in progress on the suspect device at the time of the channel error. On (B)(6) 2024 between 8:25:27 am and 8:25:32 am the device was powered on, and it was attached to the pcu s/n: (B)(6), the ail bolus changed at 75ml, and pump alarm, ¿channel malfunction: error code 242.4030.0 ¿ pump motor encoder.¿ no active infusions were in progress on the suspect device at the time of the channel error. The alaris system maintenance (asm) preventive maintenance testing and functional testing performed on the suspect pump module; revealed that the device failed multiple tests. Internal inspection of the suspect pump module observed optocoupler (op1) was broken confirming the failure. According to the user manual v12.1, which in summary states that if a channel error appears, clear the channel error pop-up by pressing the confirm soft key. Power down the system, or continue use of functional units, or replace the affected channel with an operable module. Bd alaris¿ system channel error tip sheet states to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. According to the directions for use, states that should an instrument be dropped or severely jarred, it should be immediately taken out of use and inspected by qualified service personnel, to ensure its proper function prior to reuse. This issue was escalated for further investigation via dir #(B)(4). There was no patient involvement. Note to repair center: device was disassembled for this investigation. Please replace optocoupler (op1) on the ail pcb and ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.